Manufacturer narrative:
A review of the manufacturing documentation associated with lot (17414852) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after a predilatation, a saber rx pta balloon catheter (5mm15cm155) was inserted and delivered to the lesion. However, it ruptured within its nominal pressure. There was no reported patient injury. Therefore, it was replaced with another saber pta balloon catheter and continued the procedure. The lesion was the superficial femoral artery with severe calcification. The product will be return for analysis. Initially, a contralateral approach was made.

Manufacturer narrative:
Additional information received indicates that the device was stored and handled per the instructions for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The device was prepped per the instructions for use (IFU). The device was prep normally. There were no anomalies noted during or after the device was prepped. The contrast to saline ratio was 1:1. The same indeflator was used successfully with other devices. The balloon did not inflate normally. The balloon ruptured within its nominal pressure. There was no difficulty tracking the catheter through the vessel or lesion. The catheter was not torqued against resistance. There were no kink/bent noted after device was removed from patient. There was no unusual force used at any time during the procedure. The product was removed intact (in one piece) from the patient. There is not procedural film/cd available for review. As reported, after a pre dilatation, a 5x150mm 155cm saber rx percutaneous transluminal angioplasty (pta) balloon catheter was inserted and delivered to the lesion. However, it ruptured within its nominal pressure. Therefore, it was replaced with another saber pta balloon catheter and continued the procedure. There was no reported patient injury. The lesion was the superficial femoral artery with severe calcification. Initially, a contralateral approach was made. The device was stored and handled per the instructions for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The device was prepped per the instructions for use (IFU). The device was prep normally. There were no anomalies noted during or after the device was prepped. The contrast to saline ratio was 1:1. The same indeflator was used successfully with other devices. The balloon did not inflate normally due to the balloon ruptured within its nominal pressure. There was no difficulty tracking the catheter through the vessel or lesion. The catheter was not torqued against resistance. There were no kink/bent noted after device was removed from patient. There was no unusual force used at any time during the procedure. The product was removed intact (in one piece) from the patient. One non-sterile saber rx5mm15cm155 balloon catheter was received for analysis coiled inside a plastic bag. Per visual analysis, the balloon appears to have been previously inflated. The unit was inspected under vision system and no anomalies were observed on the unit. A leak test was performed. Water was applied to the catheter, and the balloon was successfully inflated/ deflated. Neither leakage nor anomalies were found. Microscopic (sem) analysis was not required due to no anomalies found. A device history record (DHR) review of lot 17414852 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ was not confirmed through analysis of the received device since it passed functional analysis. The exact cause of the failure experienced by the customer could not be conclusively determined during analysis. Based on the information available for review, concomitant device factors and/or procedural/handling factors may have contributed to this issue experienced by the customer as evidence by no leakage noted during inflation. According to the instructions for use, which is not intended as a mitigation, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. Attach a 3-way stopcock to the inflation port, which is marked ¿balloon¿. Attach a partially filled syringe with heparinized saline to the stopcock, open the stopcock to the balloon and induce negative pressure. Hold the syringe and proximal end of the catheter above the distal end of the catheter, and hold the balloon vertically with the balloon tip pointing down. While maintaining negative pressure close the stopcock to the inflation port. Remove the syringe and purge the air. To ensure air contained in the balloon and inflation lumen is removed, apply negative pressure twice as instructed.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken at this time.